Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s urge had diminished but when they are walking they get the urge and it ¿dribbles out¿. They were sure it the dribbling/leaking is due to the device because their muscles are weak. This had occurred since implant. The patient also inquired about being around dental drills and noted that they did not find any information regarding this in the reading material/pamphlet. The stated that the pamphlets were unclear as to what they could and could not do with the device implanted. It was noted that their dentist stated they should be fine and the implanted device was not turned off for the dental visit they had yesterday. The patient was set at 1.7 and inquired it they should increase the stimulation for their leaking. Therapy expectations were reviewed with the patient and it was advised to increase the stimulation in a few days if they don¿t have any improvement in their symptoms. There were no further complications reported or anticipated.